Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was high and the cause was not known. Tandem technical support had the customer review the pump history and a resume pump alarm had occurred. Cts checked the pump t:connect data and found that the customer had manually stopped the insulin delivery. Cts reviewed this with the customer. The customer had also reported that while filling the tubing and insulin drips were not observed. Tandem technical support had the customer disconnect and reconnect the same tubing at the luer-lock. The customer successfully primed the tubing. The customer's blood glucose level was 250 mg/dl and an insulin pen was used to address the high bg level.